Event description:
Many sets of our boston scientific large (2.8mm) radial jaw large capacity with needle forceps became stiff and extremely difficult to open after a few passes. During one particular case, biopsies were being taken and initially, forceps were working as normal, easy to open and close. After 3 or 4 passes of 2 bites each, the forceps became so difficult to open that I had to open another set. The 2nd set I used did the same thing - smooth to open at first, then became increasingly stiffer until very difficult to open. The scope was not torqued, retroflexed, or looped.